Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a difficult to close foot include, but not limited to; tissue, calcification, suture caught in the foot or posterior cuff partially deployed in the foot. The patient effects and treatment appear to be related to circumstances of the procedure. The patient effect of vascular tissue injury is listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
D4: a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the slightly calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, with the first device, the footplate got stuck. This device was removed and vessel damage was noted due to the failure to retract the foot of this device. During use with the second device, the sheath and the guide tube separated, but remained connected by the actuator wire. A surgical cutdown was performed to remove the device. The sheath was upsized to a 21f sheath, and the tavr procedure was completed. Hemostasis was achieved using manual suturing via the cutdown. The vessel damage caused by the first device was also treated surgically. A clinically significant delay was reported. No additional information was provided.